Event description:
It was reported that patients implantable pulse generator (ipg) was not working as intended. The patient underwent a spinal cord stimulator (sc) replacement procedure where all devices were replaced and patient was doing well post operatively. The explanted device will not be return as it was not released by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, (B)(6), UDI: (B)(4).